Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the continuous glucose monitor did not display a "high" reading. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.